Event description:
A (B)(6) male patient underwent abdominal aortic intervention on (B)(6) 2008. The repair was asymptomatic and involved use of a zenith bifurcated main body graft and two zenith iliac leg grafts. There were no adverse effects to the patient. At the two and half years CT scan, the physician noticed that a type I endoleak was present as well as growth of the aneurysm sac. The physician determined that explant of the zenith devices with implant of another manufacturer's sewn in graft to be the best course of action. This took place in (B)(6) of 2010. Patient tolerated the procedure and no adverse effects to the patient were reported.

Manufacturer narrative:
(B)(4) additional surgical procedure not specifically addressed per the IFU. Endoleaks are addressed per the provided IFU. No product or images were returned to assist in the investigation. Numerous design verification and validation activities have been performed to ensure that this device has the proper requirements, and that the device meets the needs of the user. In addition, the IFU's for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, patient sizing, proper amount of overlap between components, patient follow-up guidelines, etc. Initial repair was performed (B)(6) 2008 without issue. At two and a half year follow-up, it was determined that there was a type 1 endoleak with continued aneurysm growth. It is unknown if it was a proximal or distal endoleak. The physician determined open repair was the best course of action. Limited information concerning the initial repair and complaint event were provided. Information concerning the patient's anatomy and possible contributing factors of the endoleak were not reported. The cook sales representative stated that the event was not a complaint of the zenith device. Without additional information, we are unable to determine how the device may have contributed to the event. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.